Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement device shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's solera driver is loose and will not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.